Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the malfunction alarm occurred while the customer was sleeping. The customer cleared the alarm prior to contacting tandem technical support. Additionally, the customer received a continuous glucose monitor (cgm) error 42. Pump was reset to resolve the issue. Customer's blood glucose level was 188 mg/dl.